Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that they had experienced diabetic ketoacidosis. The customer¿s blood glucose level was 206 mg/dl. The customer reported that they had insulin flow block alarm and alerted high and they changed the reservoir. The customer was advised to call back for troubleshooting for insulin flow block. The insulin pump will not be returned for analysis.